Event description:
Pt was getting d51/2ns running at 50 ml/hour since arriving from pacu [post anesthesia recovery unit]. On multiple occasions, this rn and another rn saw that the pump just stopped infusing and upon looking at the screen it showed the option to "clear line a". When this rn pressed no, the previous programming was lost and nothing saved. This pump had come from the pacu. This rn immediately switched pumps and gave the pump to the ap [advanced provider] who put in a work order for it.